Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported that the device was experiencing a 24 volt failure, an unexpected shutdown while running on battery, and out of range air flow. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 05feb2020. B4:(B)(6) 2020. The customer was contacted and stated that parts were ordered from philips and that they were awaiting the device's repair. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.